Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. A review of the pump history revealed power interruptions which could not be duplicated during eval. Eval found that there was no damage to the battery compartment and the battery cap attached securely to maintain power to the pump. The pump powered up properly and was exercised for 24 hours with no power issues and no alarms. During investigation, no damage to the power circuit was observed.

Event description:
It was reported that the pump lost power without warning. The pt and a family member stated that no audible tones were emitted and the display screen was blank. The pt confirmed that the battery cap was tight, the yellow o-ring was not visible, there was no visible damage to the battery cap or compartment, and the battery cap appeared to be intact. The pt noted that she received this replacement pump two days ago and the cap arrived with the pump. She confirmed that the pump was not exposed to water and that there were no impacts to pump. The pt stated that she replaced the battery although battery symbol appeared full and the pump powered on as usual. At that point, she reviewed the pump and found no alarms in the alarm history.